Manufacturer narrative:
Correction section b1 : product problem has been updated.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker was noted to be pacing intermittently causing fluctuations in the patient's heart rate resulting in an arrythmia. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of pacing intermittently was not confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device indicated the device was implanted beyond its projected longevity and operated at elective-replacement level. Electrical and mechanical tests performed found no functional issues.